Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited two low impedance measurements of less than 200 ohms between (B)(6) 2010. During the follow-up on (B)(6) 2010 impedance measurements were normal. It was also noted that the patient experienced diaphragmatic stimulation in all configurations, and that the capture threshold had increased compared to previous follow-up sessions. The patient would be monitored.